Event description:
Information received a smiths medial tracheostomy/pvc - portex tubes blue line ultra (blu) ring pull snapped off on both devices while in use with the patient. No patient adverse events reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Although the sample was not returned. A review of the manufacturing process was conducted. To verify the ultra inner cannulas durability, we recently carried out informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches to measure their performance using established standard test methods. The results are recorded as per procedure. Based on results of the testing current thin wall inner cannulas were found to be suitable for its function. Also, no trend of confirmed customer complaints have been identified.